Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced a sterility issue and a missing component. The following information was provided by the initial reporter. The customer stated: this is a report about a torn package film of tubes and a missing cap. According to the customer's report, the film package was torn for 1 set with a missing purple cap of one tube. The customer checked the inside of the carton, there was no cap in it.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced a sterility issue and a missing component. The following information was provided by the initial reporter. The customer stated: this is a report about a torn package film of tubes and a missing cap. According to the customer's report, the film package was torn for 1 set with a missing purple cap of one tube. The customer checked the inside of the carton, there was no cap in it.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes; d9: returned to manufacturer on: 05-dec-2022. Investigation summary: bd received a shelf pack tray sample with 100 tubes and 4 photos were returned by the customer in support of this complaint. A visual examination of samples and photos was performed and revealed damage to the shelf pack shrinkwrap and a missing hemogard closure assembly. Bd was able to confirm the customer¿s indicated failure modes of damaged packaging and improper assembly with the sample and photos provided. The root cause of the reported issues could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.